Manufacturer narrative:
Additional information: h4, h6 (update codes) and h11. H4(update): the lot was manufactured between february 25-26, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed fluid inside the device's bladder which suggested no flow may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor would not flow. Two days prior to the event onset, the folfusor was connected to the patient filled with 5250mg of fluorouracil hs diluted in 0.9% sodium chloride for a total volume of 230ml. The device was ¿infusing fine¿ until the patient had a positron emission tomography (pet) scan wherein contrast dye was injected into the alternate lumen of the peripherally inserted central catheter (PICC) line. Post pet scan the patient noted infusion had ¿slowed down.¿ at 14:30 the patient went to see their health care professional to have the folfusor disconnected. The nurse noted the ¿balloon was still approximately half full.¿ the expected infusion time was 46 hours; however, the actual infusion time was 45.5 hours. There was no report of patient injury or medical intervention associated with this event. No further information was available at the time of this report.